Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the sagittal saw attachment device oscillating saw head had rotational instability. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device attachment was not aligned with the handpiece, the saw head was loose, one pins of the positioning ring was pushed in, the bearings and seal and housing were worn out. The device also failed pretest for check the machine coupling, check the function of the positioning ring, measure the oscillating frequency, 11700 to 14300 osc/min and verify if secured with pin. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. A device history review was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.